Manufacturer narrative:
Unknown/ not provided (patient information cannot be provided due to personal data privacy legislation/policy). Serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: the unique identifier (UDI) number is unknown as product serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number, (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a zcb00 tecnis 1-piece intraocular lens (iol) was removed and replaced with another spare lens during the same procedure due to a small crack in the handle. The issue was noticed during implantation/application. Patient is fully recovered. Daily activities were not significantly affected. There was a delay in the procedure; however, no other medical or surgical interventions were reported. No further information provided.